Manufacturer narrative:
Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, a gauze full of blood was observed, also the hub was observed full of blood and it is not possible to determine position of the hemostatic valve; however, the conditions previously mentioned could be related to the leakage condition reported by the customer. A manufacturing record evaluation was performed for the finished device number lot 00002424 and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leakage occurred from the hemostatic valve. It was reported that during the operation, while device was being used on the patient, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury.